Manufacturer narrative:
Section h6 - evaluation codes. Method code 86 (other) - a device history records review was performed. Result code 100 (other) - the device history records review confirmed the device met all material, dimensional, and performance requirements at the time of MFR and release. Also, the failed leaflet component had no visible flaws.

Event description:
The MFR has received a report of a leaflet fracture attributable to user error resulting in reoperation and explant.